Event description:
The customer called to report that he was hospitalized for low blood glucose levels with a reading of 37 mg/dl. The customer stated that he may have over bolused. Troubleshooting was performed, and the insulin pump was programmed correctly. No alarms were found in the history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.